Event description:
It was reported via repair work order that the footboard had intermittent power due to loose footboard connector pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard had intermittent power due to loose footboard connector pins. It was also reported that the nurse call was not functioning due to the docker cable having a damaged plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the nurse call was also not functioning.